Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure it was reported that the screw became bent and the small connector broke. A new screw was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.